Manufacturer narrative:
Additional information was added: additional information: the lot 19c049 was manufactured from march 28-30, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that they showed evidence of leaking inside the bag that contained the device. The exact location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The event was further described as "blue attachment was broken and leaking". The set was filled with 180ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.